Event description:
It was reported that the guide wire broke during insertion of a PICC . It was stated angio had to "fish out" the broken end. It was reported the placer could not get the wire to go down svc. It had coiled back on itself. Sent to invasive radiology to fix.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a stylet break is confirmed but the exact cause remains unknown. One 50cm guidewire and one tls stylet t lock assembly were returned for investigation. The distal 11 cm of the stylet was observed to be coiled and kinked. Dried, red use residue was present throughout the stylet. No apparent kinks or damage was observed on the guidewire. Microscopic observation of the distal end of the stylet revealed a complete break in the tubing. The distal break site was compressed likely due to kinking. The tubing was cut proximal to the distal end. The wall thickness of the polyimide tubing was measured and found to be within specification. Based on the condition of the returned sample, possible contributing factors include advancement against resistance and patient anatomy. The event description indicates that a difficult advancement was experienced which likely contributed to the reported event. Since evidence of a complete break was observed on the tls stylet, the complaint is confirmed. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recx2141 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx2141 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guide wire broke during insertion of a PICC . It was stated angio had to "fish out" the broken end. It was reported the placer could not get the wire to go down svc. It had coiled back on itself. Sent to invasive radiology to fix.